Event description:
Response #1: the number: 00-2555-020-05 was listed on the hospital user report section d4 "other". The hospital could not confirm the catalog number of the actual device so they provided the catalog number that was in their hospital inventory. The catatlog number in the hospital inventory was 00-2555-020-05. Response #2: the hospital was not able to provide the lot number of the device in question. The lot number was not able to provide the lot number of the device in question. The lot number that was provided on the report by the hospital was the lot number of the unused product in their inventory. Response #3: in the discussion, the device was used during an orthopaedic procedure on a pt. The autotransfusion unit is reported to have appeared to clog up and would not allow the blood to re-infuse. There was no more specific information provided. Response #4: zimmer osp requested that the device be returned for evaluation by zosp or held until a zimmer representative could pick up the unit for return to the zimmer osp facility. The device was held in pacu at the hospital, but when the zimmer representative arrived to pick up the device, the housekeeping department at the hospital had discarded the device. Since the device was disposed of, no further investigation of the device by zosp could be performed. Insufficient information was available to draw any conclusion as to the performance of the device. Reponser #5: the hospital was not able to provide any further information related to the event that would assist in the investigation of the product performance. Response #6: no further information was available from the hospital for zimmer orthopaedic surgical products to draw any conclusion as to the performance of the device. A review of the complaint history for this device (which has been on the market virtually unchanged since 1993) did not reveal any further information to aid in the evaluation of this complaint either. Response #8: according to the user report, the event occurred in 2005. No further information was able to be obtained from the hospital. Response #9: zimmer osp requested that the device be returned for evaluation by zosp or held until a zimmer representative could pick up the unit for return to the zimmer osp facility. The device was held in pacu at the hospital, but when the zimmer representative arrived to pick up the device, the housekeeping department at the hospital had discarded the device. Since the device was disposed of, no further investigation of the device by zosp could be performed. Response#11: the device was not available for evaluation regarding the performance of the device. There have been no modifications that would contribute to the blood not re-infusing as stated in the user report. The user report stated that the hemovac autotransfusion system filter inside of the canister was full of blood clots and the unit stopped functioning. Doctor was notified and the unit stopped. The design of the gross filter inside of the canister is to filter large bone chips and clots which, from the description provided, would indicate the filter was performing as it should. Respokse #11: the hemovac autotransfusion system is a single-use, sterile, disposable wound drainage system that does not contain a battery. Response #13: failure analysis or laboratory testing was not able to be performed as the device was not returned for evaluation. Response #14: no conclusion could be drawn from event as the device was not available for evaluation. The coding provided in the report was the hospital's code.

Event description:
Zimmer hemovac autotransfusion system filter inside the cannister was full of blood clots and the unit stopped infusing. Saline flush was still unable to transfuse unit. Md notifed, unit stopped.